Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician extended the procedure to implant a lead by an hour and a half due to the pt's anatomy. It was reported the physician performed an additional laminectomy in order to position the lead properly. It was reported the stimulation would be turned on at a future date.